Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 212 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no esc button response due to a flattened button dome switch. No button error alarm was noted during testing. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.